Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient sought treatment after experiencing pain in both big toes, which was previously diagnosed as hallux rigidus (stiff big toe) and gastrocnemius contracture by a different orthopedic surgeon, who had recommended a strayer procedure or toe fusion surgery. The surgeon recommended that the patient undergo a joint cheilectomy to relieve the big toe joint pain, involving the removal of bone spurs and tissue, and placement of a cartiva implant to improve joint motion. The surgeon performed the cartiva toe implant surgery on the right big toe and a second surgery was scheduled to implant cartiva in his left foot 4 months later. However, 13-15 months post-op the patient experienced pain under the ball of his right foot, difficulty pushing off and limited range of motion in his right big toe. Following multiple additional surgeries, including surgical correction of the cartiva implant in his right toe and continued implant of cartiva in his left foot, it was ultimately determined that the patient would need arthrodesis surgery. Approximately 3 years post-op a different doctor removed the cartiva implant, and performed a toe fusion and strayer procedure that had originally be recommended. At that time, the new surgeon noted that the cartiva implant has ¿sunk essentially into the shaft of the metatarsal.¿

Event description:
It was reported that the patient sought treatment after experiencing pain in both big toes, which was previously diagnosed as hallux rigidus (stiff big toe) and gastrocnemius contracture by a different orthopedic surgeon, who had recommended a strayer procedure or toe fusion surgery. The surgeon recommended that the patient undergo a joint cheilectomy to relieve the big toe joint pain, involving the removal of bone spurs and tissue, and placement of a cartiva implant to improve joint motion. The surgeon performed the cartiva toe implant surgery on the right big toe and a second surgery was scheduled to implant cartiva in his left foot 4 months later. However, 13-15 months post-op the patient experienced pain under the ball of his right foot, difficulty pushing off and limited range of motion in his right big toe. Following multiple additional surgeries, including surgical correction of the cartiva implant in his right toe and continued implant of cartiva in his left foot, it was ultimately determined that the patient would need arthrodesis surgery. Approximately 3 years post-op a different doctor removed the cartiva implant and performed a toe fusion and strayer procedure that had originally be recommended. At that time, the new surgeon noted that the cartiva implant has ¿sunk essentially into the shaft of the metatarsal.¿

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.